Event description:
Information received by medtronic indicated that the insulin pump was not vibrating and the buttons were sticking few times. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged high bgs, vibrate anomaly and stuck button alarm/stuck button anomaly found on (B)(6) 2021. The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08665 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error alarms in the formatted history file noted during testing. However, the pump was unable to vibrate during self test. All buttons function properly. No stuck button alarm/stuck button anomaly noted. There was no pump error (stuck key alarm) recorded and found in the formatted history file for the event date. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The insulin pump passed the keypad voltage test. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery and continued testing. The insulin pump successfully vibrates during the self test. Vibrate anomaly was confirmed, problem isolated on the vibrator assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage and a scratched case. The insulin pump passed all the required testing. Unable to verify customer alleged for high bgs. Stuck button alarm/stuck button anomaly was not confirmed. A cracked retainer was confirmed. Vibrate anomaly was confirmed, problem isolated on the vibrator assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.